Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with 2+ superficial punctate keratitis in the left eye upon slit lamp exam. Patient was prescribed xiidra twice a day for both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of dry eye and distance vision being blurry in the left eye. Patient reported symptoms are not interfering with daily activities. Patient had enhancement procedure on (B)(6) 2017. Patient presented on (B)(6) 2017 with light sensitivity in the left eye and has not improved since enhancement. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of transient light sensitivity syndrome outdoors in the sun. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/15 -2.00 x -.75 x 175, left eye pre-op 20/15 -1.50 x -1.00 x 167. Bcva from (B)(6) 2017: left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2016: right eye pre-op 20/15 -2.00 x -.75 x 175, left eye pre-op 20/15 -1.50 x -1.00 x 167. Bcva from (B)(6) 2017: left eye post-op 20/20 .00 x .00 x 90.